Event description:
It was reported that the catheter was being placed for the pt when the catheter hub became partially disconnected. They were able to carefully remove the catheter intact from the pt. It is unk if there was a delay in treatment. No pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.